Event description:
It has been reported to philips that individual pedals on the wireless footswitch did not work when pressed. The system was in clinical use at the time of the reported event. The procedure was completed using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a diagnostic procedure, and the procedure was completed by using the wired footswitch. The philips remote service engineer (rse) examined the system remotely and confirmed that the wireless footswitch did not work when pressed. The rse reviewed the error logs and identified a problem with the wireless foot switch. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the wireless footswitch was not working intermittently, and it didn¿t connect to the base station. The fse confirmed that both the wireless footswitch and the base station needed a replacement. The defective wireless footswitch and the base station were returned for analysis. The defective wireless footswitch showed a communication failure, where the wireless footswitch failed to pair with wfs base station, whereas the failure of the wfs base station couldn¿t conclusively determine by the part analysis. However, the replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacement of wireless footswitch and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.